Manufacturer narrative:
The reported complaint of a user advisory - "(ua)45" (not at "home" position after power-on/restart) error message on the autopulse platform (serial # (B)(4)) was confirmed during functional test and during archive data review. The investigation findings revealed that the root cause was due to the driveshaft not to be at "home" position in which likely attributed to user error. There was no physical damage was observed on the returned autopulse platform during visual inspection. However, unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance due to a sticky clutch plate. This type of faulty drive shaft on the platform is characteristics of normal wear and tear. The returned autopulse platform was manufactured in december 2007 and it is nearly 12 years old, well past its expected serviceable life of 5 years. Deburring of the clutch plate was performed to remedy the encoder drive shaft issue. During archive data review, ua45 error messages were logged on the event date, thus confirming the reported complaint. User advisory 45 is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear (ua) 45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Initial functional testing failed due to ua45 (not at "home" position after power-on/restart). To remedy ua45, the drive shaft was rotated back to "home" position by using the administrative menu. During re-evaluation, the returned autopulse was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test battery until discharged without any fault or error. The ap platform passed all functional tests and it is ready for clinical use. Historical records were reviewed for service information related to the reported complaint and there was one similar complaint reported for autopulse with serial number (B)(4). Ccr (B)(4), reported on february 15, 2019. Root cause was due to the driveshaft not to be at "home" position in which likely attributed to user error.

Event description:
During patient use, customer reported that the autopulse platform (serial # (B)(4)) displayed a user advisory - "(ua) 45" (driveshaft not at "home" position after power-on/restart) message on the control panel. The user was unable to clear the error message and reverted to manual CPR. No known impact or consequence to patient information was provided.